Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A battery (m3538 16242-0953-p) was randomly returned to the philips bothell site for evaluation. There was no reason given as to why the battery was returned. There was no reported patient involvement.